Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked from the top of the catheter and there was blood exposure. This was discovered during use. The following information was provided by the initial reporter: there was a leakage from the top of the catheter, and the patient was bleeding 100-200 ml from the catheter.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked from the top of the catheter and there was blood exposure. This was discovered during use. The following information was provided by the initial reporter: there was a leakage from the top of the catheter, and the patient was bleeding 100-200 ml from the catheter.